Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited elevated impedance, as well as elevated thresholds in bipolar, but not unipolar. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.